Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.no results available since no evaluation performed. Most likely underlying root cause: strip issue.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 130-230mg/dl fasting. Verified the strips expired 2/25/2018. Customer confirms the strips have been properly stored and were first opened 12/5/2015. Reviewed meter memory (B)(6). Memory concerns:267,265,300mg/dl. Customer refused any replacements he preferred a refund instead.